Event description:
The needle easily popping off. No patient consequences were reported. A sterile sample is being returned for evaluation. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? N/a I reported as soon as I was told and observed. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? N/a. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify use during fascia closure usually after multiple passes when placing tension on needle in driver. Please provide the source or name of person providing answers to follow-up questions: dr. (B)(6). H3 evaluation: the product was returned to eth for evaluation. Visual inspection revealed that one unopened sample was received for analysis. The product code is double armed. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.